Event description:
Based on additional information received on 05-dec- 2017, this case initially considered non serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on 05-dec-2017 from physician. This case concerns a male patient (age not provided) who received treatment with synvisc one injection and after unknown latency had difficulty putting weight, swelling and drained the knee/aspirated the knee. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency and indication: not provided). On an unknown date, after unknown latency, patient had swelling, knee effusion and difficulty putting weight on it. Patient's s knee was drained and aspirated. Since an unknown date, device malfunction was identified for the reported lot number. Action taken: unknown. Corrective treatment: drained the knee/aspirated the knee for knee effusion and not reported for other events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 05-dec-2017. This case initially considered non serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty putting weight, swelling and had knee drainage/aspiration of the knee. The event onset and treatment dates are unknown and therefore a temporal relationship cannot be established. However, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.